Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station says online, but the station was not communicated to the server. A technical support specialist (tss) remotely accessed the station and reviewed the data sync logs. The logs indicated that the station was in a retry state, specifically showing an entry related to inserting data into the purge statistics table. To address the issue, the tss followed the steps outlined in a relevant knowledge article. The logs were monitored continuously until the entry "no variation in change tracking value" appeared, confirming that the synchronization process had stabilized. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a communication issue with the server, where the station showed online, but the picks and transaction information did not flow to the server, resulting in incorrect filling. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.